Manufacturer narrative:
The reported event was patient death due to unknown cause. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical tests of the lead did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: h3.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient expired due to unknown cause. The death was reported without clear information as to whether the death was device related.